Manufacturer narrative:
One sample was received; the cannula was not returned. No other damage or anomalies observed. Functional testing was performed. The reported problem was confirmed. The probable cause is due to a solvent application error during manufacturing. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the person with diabetes (pwd) went to the emergency room with a glucose level of 464 mg/dl, large ketones, and nausea with vomiting. Prior to this, the cassette and infusion site had been changed the previous night, though higher-than-usual glucose values were already present. The cassette and cleo 90 infusion set were changed again the following morning, and a 7-unit humalog correction injection was administered from a new insulin vial due to the presence of large ketones before the pwd proceeded to the ER. In the ER, the pwd received IV fluids and zofran and was discharged with a glucose level of 219 mg/dl. After returning home, glucose levels increased again, reaching 300 mg/dl in halo at the time of the call, with no alarms or alerts received from the twiist app. Ketones remained large on repeat urine testing. Cps advised another cassette and infusion site change using the new vial of humalog, which was completed during the call, and an additional 5-unit correction injection had also been given. The removed cassette and infusion site did not show visible issues. By the end of the call, glucose had decreased to 274 mg/dl per halo. The most recent cassette and infusion site were available for return. There was no patient injury. The issue was resolved.